Event description:
The clinician reports the implant was inserted 2019-07-26 in fdi 22. On 2019-09-24, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.